Event description:
Pt underwent right total knee replacement during 1994 at another facility. She was evaluated prior to admission to the hospital and found to have instability of the knee. She reported some pain. Work-up revealed no evidence of an infectious process of the joint. Intraoperatively, examination of the joint showed marked loosening of the tibial component. It was felt that revision arthroplasty was indicated. The knee prosthetic components were removed and replaced.